Manufacturer narrative:
H3 device evaluation summary: one 980 ventilator was returned to medtronic for further analysis. The ventilator was re-assembled. A visual inspection of the returned ventilator shows no anomalies. The ventilator was powered on in normal mode with no errors and/or alarms. The ventilator ran for 24+ hours resulting with no errors and/or alarms. Two battery were returned to medtronic for further analysis. A visual inspection of the returned batteries shows no anomalies. The battery was attached to the failure investigation (f.I) test ventilator and a red ¿!¿ for the primary battery receptacle was observed on the bdu status display and the red battery fault indicator was triggered. The ventilator shows error codes lb0134, e0015 and lb0140. The battery was then removed and connected to the bqwizard software for further analysis. The analysis determined that the battery fault was due to the following: vlan, lan in not built. The ventilator would not charge the battery when connected to wall ac and once ac was pulled, the ventilator shut down. The reported event of ventilator generating a ¿low battery alert/alarm" was duplicated and the cause was determined to be the faulty battery. For the reported event of shut down, from the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. An internal investigation was opened to address this issue. With the information made available, a likely cause for the ventilator shut down could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the breath delivery (bd) primary and extended battery. The ventilator passed all testing per manufacturing specification and was returned to the customer. Based on the review of the ventilator memory logs, a loss of ventilation occurred. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿low battery alert/alarm¿ and shut down. It was reported that the ventilator was plugged into ac (alternating current) at the time of the incident. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.